Manufacturer narrative:
The lot number for the malfunction was provided; therefore, a lot history review was performed. The sample was returned and evaluated. The balloon pinhole material rupture was identified. A definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rv135410 pta balloon dilatation catheter allegedly experienced balloon material rupture. This information was received from one source. Of the one balloon material rupture malfunction, one patient was involved with no patient consequence or impact. Patient's age, weight, and gender was not provided.